Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to guidant approximately three years after explant. The device was implanted for only one day, due to patient death. The death was not related to device malfunction. An event was created due to analysis findings.